Manufacturer narrative:
The field service engineer performed checks, adjusted the probe position, and replaced various parts. Calibration and qc were acceptable. The exact root cause could not be determined. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable ise indirect na, cl for gen.2 results for four patients with the cobas 6000 c501 module. Sample (B)(6): the initial na was 203 mmol/l. The repeated result was 136 mmol/l. Sample (B)(6): the initial na was 203 mmol/l. The repeated result was 136 mmol/l. The initial cl was 88 mmol/l. The repeated result was 97 mmol/l. Sample (B)(6): the initial na was 178 mmol/l. The repeated result was 141 mmol/l. Sample (B)(6): the initial na was 151 mmol/l. The repeated result was 143 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but not provided.